Event description:
It was reported that a misadministration occurred, involving a gamma knife, that resulted in the pt receiving treatment to an unintended area during a 2001 treatment session. "It was determined that the wrong treatment package was used which resulted in four of eight shots administered to the wrong site on the pt. The pt received about 13 gray (1300 rad) over a short period of time to a small area of the brain. After the discovery of the error, the pt then received the correct treatment. The consequences of the exposure to the wrong site are not known at this time and are being investigated. The pt's progress will be followed. The hosp has informed the pt's physician and the pt will be informed in 2001."